Manufacturer narrative:
The explanted implants were visually inspected. The laser marks on the head and the neck were aligned properly. There were marks on the locking interface area on the neck that indicate that the neck locked onto the stem. There was no gross damage on stem, although there were marks on the locking interface that indicate the stem locked onto the neck. Additional MDR's associated with this event: 3025141-2017-00120: stem; 3025141-2017-00122: neck.

Event description:
During unrelated surgery on the patient's elbow, the surgeon decided that the implanted arh slide-loc head was too large. The whole implant (head, neck and stem) was removed and replaced with a different product.